Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat, broken shell, missing shell (0-25%), and wear abrasion. Leak test and microscopic analysis was performed which identified: a crease smooth opening on posterior and striated broken on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - a crease smooth opening on posterior assessed as fold flaw opening. - striated broken on anterior assessed as surgical damage. - missing shell assessed as inconclusive.

Event description:
Patient reported right side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient reported right side deflation. Device has been explanted.